Event description:
I was informed today that additional syringes were found with the same issue of the same batch (3299559). Previous complaint pr# (B)(4).

Manufacturer narrative:
Device evaluation: it was reported the syringe leaked through the black seal. A device history record review was completed by our quality engineer team for provided material number 309653 and lot number 3299559. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.